Event description:
It was reported that a pump entered an error state. There was no reported impact to the customer¿s blood glucose level. The customer declined further inquiry or assistance, and no additional action was required by customer technical support.